Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry was not working. Fse checked the log files and found the geo pc was defective. Upon troubleshooting, fse found the power supply of the geo pc was defective. Fse replaced geo ipc multiple times as they were defective and found that the geometry software cannot load with the geo ipc. After replacing the geo ipc again, fse noticed that it wasn't powering on with the rest of the pcs due to a defective main power distribution (mpd) control unit and ethernet switch; fse therefore replaced both. However, the problem did not solve. Fse finally replaced the main power distribution unit (mpdu). After replacement, the system was returned to good working condition. The defective four geo pcs, ethernet switch, and mpdu were sent to philips for failure analysis. The cause of the failure of the mpdu and one of the geo pcs were could not be conclusively determined by supplier part analysis. The cause of the failure of the ethernet switch was that ports 7 and 16 do not have internet connections. The causes of the failure of three defective geo pcs were a cable assembly issue, the wrong hard disk drive, and motherboard end of life, respectively. After replacement of defective parts, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system geometry was not working. The device was inside of clinical use at the time of the reported event, no harm was reported to philips. As per the field service engineer, the geometry pc was defective. Philips has started an investigation of this complaint.